Event description:
It was reported that the right ventricular lead had t-wave oversensing (twos). The implantable cardioverter defibrillator (ICD) failed to appropriately discriminate twos and the patient received inappropriate shocks. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334vrg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).